Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection confirmed the screw is broken off the scrw-n r3 0deg 36mm trl acet lnr 54mm. The device shows significant signs of wear/usage. The clinical/medical evaluation concluded that per complaint details, the device broke during trailing; however, all pieces were found. Reportedly the surgeon ¿just inserted the (final) implant instead of the trial¿ / did not require a trial backup. It was communicated that there was no surgical delay, the patient is ¿doing fine¿, and no patient injury resulted. The product evaluation will be performed independent of this medical investigation. Patient impact beyond the modified surgical procedure would not be anticipated as the procedure was reportedly completed with the same device and the final implant was implanted without retained foreign bodies, patient harm, and/or surgical delay. Since no patient injury/harm was alleged, no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the surgeon was screwing the scrw-n r3 0deg 36mm trl acet lnr 54mm into 54r cup and the screw broke through the trial liner. All pieces were found. No delay to procedure. No backup was needed, surgeon just inserted the implant instead of the trial. No patient injury and patient is doing fine. No further complications were reported at this time.